Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that during an unspecified crani surgical procedure, it was observed that the cutter device broke while in use with the crainotome device. It was further reported that the footplate was damaged on the crainotome device. It was reported that all the pieces were obtain. There were no delays to the surgical procedure as identical spare devices were available to complete the surgery successfully. The reporter stated that the damaged foot plate on the craniotome device was noticed after the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The external features of the cutter device were visually inspected and it was observed that the tip of the device was broken. The device was examined and photographed using 28x magnification. Based on the photographs taken, it was determined that the angle showed there was excessive force applied. It was further determined that the root cause of the broken cutter device was due to excessive lateral or side to side force. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.